Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and a mesh was implanted concurrently with total vaginal hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent placement of tvt on (B)(6) 2012 by dr.(B)(6) due to incontinence and adhesions. It was reported that following insertion the patient experienced urinary retention. It was reported that patient underwent removal of mesh on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, nocturia, irritation, bleeding, dysuria, urinary frequency, and hesitancy.